Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the latch was broken on the syringe pump. Pump sent to alaris for repair 8/10. Broken claws to hold syringe, and pump fails switch sensor test. Returned to service after repair by bd alaris. No patient involvement reported.